Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient went to the hcp for an increase in daily dose of medication. The pump was interrogated, but this was not successful. The pump was interrogated again in a different room in case of electromagnetic interference, but this was also unsuccessful. The hcp listened to the pump with a stethoscope to see if a "ticking sound" could be heard, but this test was negative. The patient was admitted to the hospital for observation. At the hospital, the pump was unsuccessfully interrogated again. Two x-rays were taken with an interval of 3 hours in order to see if the rotor had moved. The results were unknown. The patient did not have symptoms of withdrawal, "just a mild fever sometimes during the day and periods of shivering and feeling cold." The mild fever started on (B)(6)2010. The pump was replaced. The medication being delivered via the device system was baclofen.